Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of an imager diagnostic catheter with no other devices. Visual examination showed that the device was separated approximately 5.5cm from the tip. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that tip detachment/separation occurred. The target lesion was located in the left common iliac artery. An imager ii catheter was advanced for visualization of the target lesion; however the tip of the device got sheared off into the aortic bifurcation which continued to move into the target lesion. The physician perform snaring and retrieved the sheared off tip successfully. The procedure was completed with different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that tip detachment/separation occurred. The target lesion was located in the left common iliac artery. An imager ii catheter was advanced for visualization of the target lesion; however, the tip of the device got sheared off into the aortic bifurcation which continued to move into the target lesion. The physician perform snaring and retrieved the sheared off tip successfully. The procedure was completed with different device. No patient complications were reported.